Event description:
The stryker ligasure device never worked when plugged in.what was the original intended procedure?exploratory laparotomy with extensive (2 hour adhesiolysis with small bowel resection x2 with ileoascending colostomy. Insertion of bilateral on-q pain catheters in subfascial location.device #1is this a laboratory device or laboratory test?no.